Manufacturer narrative:
The device has been returned to olympus service center for evaluation and it was confirmed that the front panel display blinked due to the failure of the turret motor and the high intensity motor. There were no additional findings. The root cause of this event was unable to be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the xenon light source front panel was flashing. There were no reports of patient harm or impact associated with this event.